Event description:
A device report from (B)(6) indicated a hospital in (B)(4) reported: patient implanted with lcp plate on (B)(6) 2011 had the broken plate removed on (B)(6) 2011. Plate broke and plate was removed and a new lcp plate was implanted on (B)(6) 2011. The plate broke again, patient was returned to the operating room on (B)(6) 2011, plate was removed, patient was revised to lcp small 8 hole plate. As of (B)(6) 2011, the condition of the patient was good.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as product is beginning the investigation process.